Event description:
Rptr complains of saline rupture, hand, arms and finger numbness, arthritis symptoms, joint swelling, pain and stiffness of hands, elbows, fingers and hips, hand and finger swelling, breast tenderness and burning, fatigue, coldness and pain of extremities, implant rupture, breast sensitivity, nervousness and panic, and general aches and pains.